Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a post implant pulse generator check. Upon examination, the device exhibited stored episodes of non-sustained right ventricular oversensing. The episodes were reviewed and determined to be right ventricular lead noise. Pocket manipulation and isometric testings were performed but no electrical anomalies were observed. The physician elected to continue to monitor the lead without making any changes at this time. The patient was doing fine throughout the event and was discharged from the hospital after the check up.